Event description:
Customer reported the insulin pump alarmed button error. Customer stated the device had fallen into the toilet and it got a little wet. Customer's blood glucose was 217 mg/dl. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.